Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box revealed loss of prime warnings associated with low non-zero force. During testing the pump was exercised with no loss of prime warnings duplicated. A force sensor calibration test was completed and confirmed that the force sensor was within calibration. The loss of prime warnings were observed in the black box but were unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple loss of prime warnings which did not resolve when the cartridge was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.